Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported difficulties were confirmed. Of note, the stent was returned partially deployed into the introducer sheath and was removed with the sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The supera instructions for use state to confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. As the stent was returned partially in the introducer sheath, the investigation determined that the reported difficulties were user related and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the device was returned with the inner member and jacket separated into 2 pieces.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 70% stenosed, mid right superficial femoral artery (sfa), after pre-dilatation, the 5 x 120 mm supera stent was deployed at the lesion; however, during removal of the introducer sheath, the stent was removed. A 5 x 120 mm absolute pro stent was successfully implanted without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.